Event description:
Info received indicates the hi/low function of the bed is drifting down.

Manufacturer narrative:
The hill-rom tech indicated the hi/low function was drifting. The tech cleaned the hi/low drive spring to repair the bed. Chapter 6 of the service manual (man013re) documents a function check for hi/low drive screw as part of preventative maintenance. As part of the procedure, this should be inspected for proper lubrication.